Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their two front teeth makes contact with their bottom teeth. Patient provided a bite video that when evaluated found that the bite was not articulated correctly and a 14 day rest period was initiated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.